Event description:
Complainant alleged that during biomed testing the internal paddles were not recognized as attached to the associated defibrillator. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.